Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)), malposition of essure device location of device: left, migration of essure device location of device: left fallopian,'), embedded device ('the coil appears to be embedded within the myometrial tissue of the wall of the uterus') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included culdoplasty. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and cystitis ("bladder infection"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: location of device: uterus,"), 3 months after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery ((B)(6) 2015 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, urinary tract infection, cystitis, migraine, headache, dyspareunia and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and pelvic pain had resolved. The reporter considered abdominal pain lower, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: doctor stated that one side (left) was not able to see very well to place device. Insertion of right essure on (B)(6) 2011 and left essure on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: unilateral occlusion (right tube occluded) right tubal occlusion with essure device. Left fallopian tube appears to be patent with free spill of contrast into the pelvis. Left essure device is positioned vertically different than the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received event outcome added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)), malposition of essure device location of device: left, migration of essure device location of device: left fallopian'), embedded device ('the coil appears to be embedded within the myometrial tissue of the wall of the uterus') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included culdoplasty. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and cystitis ("bladder infection"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device: location of device: uterus,"), 3 months after insertion of essure. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and pelvic pain ("pain"). The patient was treated with surgery ((B)(6) 2015 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, menorrhagia, urinary tract infection, cystitis, migraine, headache, dyspareunia and abdominal pain lower outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dysmenorrhoea and pelvic pain had resolved. The reporter considered abdominal pain lower, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: doctor stated that one side (left) was not able to see very well to place device. Insertion of right essure on (B)(6) 2011 and left essure on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) right tubal occlusion with essure device. Left fallopian tube appears to be patent with free spill of contrast into the pelvis. Left essure device is positioned vertically different than the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, bladder, migraines / headaches, migration of essure device location of device: left fallopian, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, perforation (fallopian tube(s)). Abdominal pain lower, migration of essure device location of device:uterus " were added. Outcome of events " cramping, pelvic pain and abnormal bleeding" were updated as recovered. Patients, reporter and product information were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.